Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
As parts are not being made available, the mfg records were reviewed and no anomalies were noted. The picture sent shows significant damage to the anterior features of the articular surface. It is suspect, the damage occurred after the hinge post became loose. Surgical notes were not provided, therefore we do not know if the coupling pin was installed using the correct torque. The following warning is given in the surgical technique: "tightening of the taper to the level indicated on the torque wrench is critical to securing the locking mechanism because it locks the hinge post extension into position. If the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur." The technique instructs the user "while using the spanner wrench to apply a counter rotation force, use the torque wrench to apply 130 in-lbs of torque until the needle reaches the appropriate mark." If the tibial component is not aligned directly under the femoral component, postoperative disassembly could occur. Device history records were reviewed for the femoral component and the articular surface and indicate the devices were manufactured, inspected, and packaged to specs. Compatibility of the components found no anomalies. A product history did not reveal any other complaints against the related part and lot combinations. A definitive root cause cannot be determined with the info given.

Event description:
It was reported that the pt was revised due to migration of the hinge pin.